Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
The patient reported their pump had moved up and over to the left to the center of their stomach within the first month after implant. The pump contained dilaudid. Please refer to manufacturer's report #3004209178-2014-15073 for information regarding a morphine overdose in (B)(6) 2014 and pump explant in (B)(6) 2014.